Event description:
Family member reported the pt had a slipped band and a revision surgery was performed. Now the pt has pseudomonas and the band may have to be removed. Follow up findings with the family member reports "the pt had their port removed and is being treated with the antibiotic levoquin along with wet to dry dressing changes". This is the same pt reported under MDR ID # 2024601-2005-00490 (inamed complaint#2082919). This second mdri is being submitted for the second medical device, also a device mfg by inamed corp.